Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: the malfunction related to the video socket likely occurred due to the pin of the video socket being worn away and bent due to repeated use for a long period (more than 7 years). As a result, it is likely that the electrical contacts of the connector became unstable and the image transmission between the endoscope and the video processor was hindered, and then the image was not displayed. The malfunction related to the main switch failure likely occurred due to the amount of operating force and the number of time which are applied to the power switch exceeded expectations. From the date of manufacture, the subject device is a product before measures taken by a design change (implemented 18nov2013) were implemented to the power switch. The malfunction related to the circuit board failure likely occurred due to deterioration of parts on the board related to repeated use for a long period of time (more than 7 years). The board performs signal generation / output, and it is likely the image was not displayed because of the failure of the board. The instruction manual provides a statement to mitigate damage: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons.

Manufacturer narrative:
The device was returned to the user facility for evaluation. The customer¿s complaint of ¿ broken video connectors¿ was confirmed as the pins inside the video connector were bent. A visual inspection was performed on the returned device and found the damage on the front panel, rear panel and bottom chassis were noted on the housing of the unit. Damage was also noted to the main switch on the unit. A faulty dp (printed circuit board) board causing no digital visual interface (dvi) output signal. The unit was equipped with outdated software. The image quality was checked and no image was confirmed. The instruction manual provides the statements below to mitigate damage to the video connectors. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result. The device investigation is ongoing. If additional information becomes available following the investigation, a supplemental report will be filed.

Event description:
The service center was informed that during a therapeutic knee arthroscopy, the video connectors were noted to be broken and could not be connected. There were no other devices involved in the event. There was a delay of unknown duration. The procedure was completed with a similar device. There was no patient injury reported.